Event description:
It was reported that the patient experienced unsatisfactory analgesia in an unwanted area and increased pain in the lower extremities secondary to lead placement. The patient was reprogrammed with relocation of the stimulation pattern still in an unwanted area (the rectum), and was given an increase in oral opiates. It was later reported that the patient's system was "modified" on (B)(6) 2011. A new lead was implanted and the implantable neurostimulator was repositioned. It was also noted that the patient had an incisional healing issue in (B)(6) 2011 that resolved with topical antibiotics, and that in (B)(6) 2011 the patient experienced red and irritated skin due to the adhesive from the back ambulatory data recorder (adr) device which was resolved by changing the adr device. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the specifically located lower left knee with slight swelling over the knee cap. An x-ray of the knee was performed and the knee was immobilized. It was also noted that the patient had an acute exacerbation of chronic back pain. Dilaudid (0.5/ml) injection, percocet (5/325 mg), oxycodone (15 mg, 4/day to 6/day), tetanus-diphtheria toxoid, acellular pertussis, and iontophoresis dexamethasone transdermal were reported as treatments. Regarding the incisional healing issue, it was determined that the patient had an allergic reaction to the duoderm patch that was over the implantable neurostimulator (ins) site. Lidocaine (5%) topical patch was applied over the ins site. Also, the incision re-opened at one end about ¼ of an inch. The patient was seen in the ER where the physician prescribed polybactrin-new topical antibiotic and re-dressed the incision with a band-aid cross wise to encourage healing. The patient also had tenderness at the incision site which was painful when the ins was turned on. The patient outcome was reported as on-going. If additional information is received, a follow up report will be sent.